Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-30912. Additional information obtained identified the physician removed the patient's scs lead with the impedance problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-30912.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-30912. It was reported the patient's scs system controller displayed an error message "there may be a problem with the implanted leads". A company representative met with the patient and ran a system diagnostic, which revealed multiple lead contacts with high/ invalid impedance. Surgical intervention may be taken to address the issue.